Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device which was received with two longitudinal tears in the outer member proximal to the proximal balloon seal. Additional information received indicated that the site was not aware of the tears. The inflation issue was confirmed. The investigation determined the reported difficulties appear to be related to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the 3.5x6 nc trek rx balloon catheter was received with two longitudinal tears in the outer member proximal to the proximal balloon seal. Additional information received indicated that the site was not aware of the tears. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to post-dilate a deployed unspecified absorb gt1 scaffold in a non-calcified lesion in the non-tortuous mid ramus coronary artery, a 3.5x6 nc trek rx balloon dilatation catheter (bdc) was unpackaged and prepped without issue and was advanced to the scaffold without resistance. During the attempt inflate the nc trek rx, the balloon did not inflate at all and no pressure was indicated on the unspecified inflation device. No leaks and no other issues were noted. The nc trek rx was withdrawn without difficulty and another same size nc trek rx was able to complete post-dilatation without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.